Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156728. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that patient's pacemaker exhibited no magnet response and premature battery depletion. The pacemaker was explanted and replaced. There were no patient consequences.